Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient was implanted with the device on (B)(6) 2007. The postoperative course was normal and continence adequate. The patient consulted in 2021 for vaginal bleeding, which was assessed as a granuloma and cauterized locally. The problem relapsed and a specialized evaluation revealed a left anterior vaginal erosion of the band associated with significant pain and constant bleeding. Given the condition, it was recommended partial removal of the sling with primary closure but the device remains implanted in the patient at the time of this report.